Manufacturer narrative:
Reported event: during partial knee replacement surgery, two 4.0x80mm bone pins broke off and embedded in patient during insertion. The fragment of bone pin was left in the patient's bone. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (144000-01 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 09/16/2015 and accepted into final stock on 09/16/2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 144080, lot number w43272-1 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 144480 part number will be tracked through quarterly trend request #(B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted on three separate occasions to determine if the parallel drill guide was used. After these attempts to determine if the drill guide was used during placement of the bone pins (first request was 03/24/2016; final attempt was 04/08/2016) no response was received regarding the use of the drill guide. It cannot be determined if the surgeon used the drill guide during placement of the bone pins. However, to date multiple complaint investigations have been completed for bone pins. Of those investigations, no complaints have been investigated where the bone pins were inserted using a drill guide and were broken intraoperatively . It is possible that the surgeon did not use the drill guide during the placement of the bone pins as the devices were within specification according to the DHR documentation included. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the pin broke while inserting. The outcome of the case was successful without any adverse consequence to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the pin broke while inserting. The outcome of the case was successful without any adverse consequence to the patient.